Manufacturer narrative:
Sanofi company comment dated 13-may-2021: this case concerns a patient who received treatment with hylan g-f 20, sodium hyaluronate and could hardly walk out of there after she got her injection, her breast were very sore, she felt swollen all over her body, felt very tired and pins and needles sensation in her hands. As per the information available and temporal relation between the events and suspect, causal relationship of the device in the occurrence of events cannot be excluded. However, further information regarding patient¿s concomitant medications and technique used while administration of injection precludes complete medical assessment of the case.

Event description:
I could hardly walk out of there" after she got her injection [walking difficulty]. Breast are very sore [sore breasts]. Feels swollen all over her body [swelling]. Feels very tired [tiredness]. Pins and needles sensation in her hands [paraesthesia hand]. Case narrative: initial information from united states received on 07-may-2021 regarding an unsolicited valid serious case received from the patient. This case involves an unknown age female patient who could hardly walk out of there after she got her injection, breast were very sore, felt swollen all over her body, felt very tired and pins and needles sensation in her hands while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. She stated that she could not straighten or bend her knee all the way after a meniscus repair and that is why she got the hylan g-f 20, sodium hyaluronate injection. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate solution for injection once (with an unknown batch number, dose and route) for meniscus operation. Patient reported that she could hardly walk out of there after she got her injection (gait disturbance; seriousness criteria: disability; latency: same day). She stated she had pins and needles sensation in her hands (paraesthesia) and feels swollen all over her body (swelling), her breast was very sore (breast pain) and she felt very tired (fatigue) (latency: unknown for all events). Action taken with hylan g-f 20, sodium hyaluronate was not applicable for all events. It was not reported if the patient received a corrective treatment for the events (could hardly walk out of there after she got her injection, breast were very sore, felt swollen all over her body, felt very tired and pins and needles sensation in her hands). At time of reporting, the outcome was unknown for all events. A product technical complaint was initiated and the results for the same were pending.

Event description:
I could hardly walk out of there" after she got her injection [walking difficulty]. Breast are very sore [sore breasts]. Feels swollen all over her body [swelling]. Feels very tired [tiredness]. Pins and needles sensation in her hands [paraesthesia hand]. Case narrative: initial information from united states received on 07-may-2021 regarding an unsolicited valid serious case received from the patient. This case involves an unknown age female patient who could hardly walk out of there after she got her injection, breast were very sore, felt swollen all over her body, felt very tired and pins and needles sensation in her hands while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. She stated that she could not straighten or bend her knee all the way after a meniscus repair and that is why she got the hylan g-f 20, sodium hyaluronate injection. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate solution for injection once (with an unknown batch number, dose and route) for meniscus operation. Patient reported that she could hardly walk out of there after she got her injection (gait disturbance; seriousness criteria: disability; latency: same day). She stated she had pins and needles sensation in her hands (paraesthesia) and feels swollen all over her body (swelling), her breast was very sore (breast pain) and she felt very tired (fatigue) (latency: unknown for all events). Action taken with hylan g-f 20, sodium hyaluronate was not applicable for all events. It was not reported if the patient received a corrective treatment for the events (could hardly walk out of there after she got her injection, breast were very sore, felt swollen all over her body, felt very tired and pins and needles sensation in her hands). At time of reporting, the outcome was unknown for all events. A product technical complaint (ptc) was initiated on (B)(6) 2021 for synvisc one, batch number: unknown with global ptc number: 100124525. The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation was completed on (B)(6) 2021. Follow up information was received on 08-may-2021 from the other healthcare professional. Global ptc number added. No significant information added. Additional information was received on 14-may-2021 from an other healthcare professional. Ptc results added. Text was amended accordingly.